Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a air in tubing (without alarm) was not confirmed. The root cause was use error as the patient did not connect the patient line extension properly. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
The customer contacted baxter's service center regarding a caregiver (cg) that home patient(hp) was already disconnected because there was a large air gap in the patient line. The technical service representative (tsr) had the care giver (cg) cycle the power to end therapy and had the cg remove the cassette and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance spoke with the patient regarding the reported issue of air in the patient line. The patient stated that they were using a patient extension line and did not use it correctly causing the air in the line. The patient had spoken to their nurse and the nurse reviewed proper procedures with the patient. The patient is continuing therapy with no further issues. The patient discarded the supplies and did not have the lot number . There was patient involvement but no patient injury or medical intervention indicated at the time of the report.